Manufacturer narrative:
A coil was returned to invivo service & repair for normal repair under RMA (B)(4). Coil was returned for low signal. There was no indication from the customer/end user that would indicate a patient was involved, nor any heating incidents. Upon inspection of coil during repair it was noticed that there was an overcurrent condition. The coil was scrapped determined to be beyond economical repair. The site will receive a supply stock in it's replacement. Repair tech indicates that the current state of the coil failed the bench test on all transmit channels. This failure would flag the system to abort scanning if the site was using under clinical use. The coil was delivered to have an engineering evaluation review. After investigation and determination it was noted that from the location and the type of overcurrent conditions, was from transmitting into the coil from the body coil with in the magnet. This information is provided with all coil in the user manual. The cause of the customer complaint as described above is most likely attributed to a use error.

Manufacturer narrative:
The investigation is still ongoing for this event. When the investigation is complete a follow-up report will be sent to the FDA.

Event description:
Knee coil came into service as a normal routine repair with no indications of heating or patient involvement. During the repair process, invivo technician discovered the housing of the coil was warped (from heating) in an area that would be in constant contact with the patient.